Manufacturer narrative:
The guide wire and oad were received at csi for analysis. Upon return the spring tip of the guide wire was engaged with a non-csi snare device. Visual examination of the oad did not reveal any damage. When tested the oad functioned as intended with no abnormalities observed. Visual examination of the spring tip revealed it had become damaged from the snare device. The guide wire was confirmed to be fractured at the proximal solder bond. The core shaft section was deformed, and kinked. Scanning electron microscopy (sem) analysis revealed the presence of fatigue stresses on the fracture faces of the core wire. Although the exact root cause of guide wire fracture was undetermined, sem analysis revealed a tight bend or kink in the guide wire at the fracture site. At the conclusion of the device analysis, the reported event was confirmed. If the distal guide wire core becomes kinked near the spring tip, additional manipulation and applied tensile forces on the guide wire can reduce the wire strength and result in fracture. The diamondback 360 peripheral orbital atherectomy system instructions for use states, "handle the oad and guide wire carefully. A tight loop, kink, or bend in the guide wire may cause damage and system malfunction during use." The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
A viperwire guide wire was selected for treatment of a lesion located in the posterior tibial (pt) artery. The guide wire was inserted into the patient and advanced far past the lesion. The diamondback peripheral orbital atherectomy device (oad) was operated for five treatment passes, and balloon angioplasty was performed to complete the procedure. It was identified that the guide wire had fractured in the pt artery. The fragment was retrieved with the use of a snare. The patient was in good condition.